Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance dc-dc code 7. The last recorded device settings indicate that the duty cycle was at 36%. Further information received indicates that the patient underwent a generator replacement surgery on (B)(6) 2015, due to battery depletion. It was reported that the patient's vns system was tested upon connection of the new generator to the existing lead and system diagnostics returned impedance results within normal limits with 2280 ohms. It was reported that no known patient trauma occured. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No patient adverse events were reported. No additional relevant information was provided to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently provided an event description.

Event description:
Further information was received indicating that the explanted generator will not be returned to the manufacturer, as it was destroyed. Therefore, no analysis could be performed. A decoder spreadsheet was done. The review indicates that (B)(6) 2015, the lead impedance associated with the newly implanted generator was within normal limits (between 2371 ohms and 1886 ohms).

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong conclusion codes for the event.

Event description:
Further information was received indicating that the explanted generator will not be returned to the manufacturer, as it was destroyed. Therefore, no analysis could be performed.